Event description:
It was reported that an episode of nonsustained rv oversensing due to loss of ventricular capture was detected on the device. No intervention was performed. There were no adverse health consequences to the patient.